Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It's alleged by the attorney through the filing of a claim that the patient underwent an open reduction internal fixation of the left periprosthetic femoral shaft fracture with plate osteosyntheses on (B)(6) 2016. It is further alleged that the patients left knee had to be revised on (B)(6) 2017 due to periprosthetic femur fracture nonunion with failure of lateral locking plate.